Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4318, batch/lot number: 27845179, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection after some spine hardware come loose. The patient underwent spinal cord stimulation (scs) explant procedure.